Event description:
It was reported that an x-ray revealed that the left ventricular (lv) lead dislodged from the coronary sinus to the right ventricle during the implant procedure. The lv lead was repositioned the next day and remains in use. It was noted that the event resulted inprolongation of hospitalization. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.